Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned in a generic plastic bag. A visual inspection was performed. The rotawire has a distal end tip detachment due to rotational wear in the middle of the device at 323.5 cm from the proximal section and the distal tip was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12420. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion 1 was located in the severely tortuous and severely calcified left main trunk (lmt). The 90% stenosed target lesion 2 was located in the severely tortuous and severely calcified proximal left circumflex artery (lcx). A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected to treat the target lesion. During the procedure, ablation was performed using the 1.25mm burr at 180,000rpm. On the eighth pass, the 1.25mm burr had difficulty advancing in the highly tortuous lmt to lcx and was kept in one location during rotation. As a result, the rotawire broke. The burr was removed and there was no additional intervention done to retrieve the broken rotawire. The procedure was completed with a 2.00mm burr. There were no further patient complications and the patient's progress is good. There are no scheduled procedures to remove the broken wire and the patient remains under observation.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12420 it was reported that a rotawire fracture occurred. The 75% stenosed target lesion 1 was located in the severely tortuous and severely calcified left main trunk (lmt). The 90% stenosed target lesion 2 was located in the severely tortuous and severely calcified proximal left circumflex artery (lcx). A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected to treat the target lesion. During the procedure, ablation was performed using the 1.25mm burr at 180,000rpm. On the eighth pass, the 1.25mm burr had difficulty advancing in the highly tortuous lmt to lcx and was kept in one location during rotation. As a result, the rotawire broke. The burr was removed and there was no additional intervention done to retrieve the broken rotawire. The procedure was completed with a 2.00mm burr. There were no further patient complications and the patient's progress is good. There are no scheduled procedures to remove the broken wire and the patient remains under observation.